Event description:
The reporter stated, the surgeon inserted a 21.0 diopter cq2015 collamer three piece lens and the lens tore. The lens was removed with no patient injury. The reporter stated, the cause of the torn lens was due to the cartridge.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found one haptic torn off. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.